Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed that the complaint was overwritten. Current black box data showed no evidence of a short battery life. The pump intermittently powered on with the returned battery cap. The battery cap threads were observed to be damaged. The battery compartment was found to be cracked below the grip pad and in the thread area with a large section of thread area missing. Unrelated to the original complaint, the keypad was observed to be peeling at the contrast key. The up and ok keys responded intermittently. The keypad was removed and there was contamination found under all the key contacts. The current draws were within specification. The battery life issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Additionally, when the test cap was used, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery life was less than expected. It was also reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.